Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in bacterial peritonitis coincident with continuous ambulatory peritoneal dialysis (capd) therapy. The breach in aseptic technique was further described as the patient made an error. Peritonitis was manifested by abdominal pain and cloudy effluent. On the day of onset, the patient was hospitalized for the bacterial peritonitis event. On unreported date(s), the patient was treated with unspecified antibiotics (route, medication, dosage, frequency, and duration not reported) for the bacterial peritonitis event. Dianeal therapies were ongoing. After twelve days of hospitalization, the patient was discharged. The patient was recovered from the bacterial peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.